Event description:
Reporter stated the buttons on the infusion device do not function. She changed the battery, and the infusion device displayed an e8 power interrupt error that could not be cleared by pressing the check button. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components, liquid entered the pump and damaged the electronics and buttons. The resulting short circuit led to the unclearable e8 error message(s).

Manufacturer narrative:
The event occurred in (B)(6).